Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 402 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received result of 117 mg/dl on the aviva system and 55 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was given graham crackers, milk, and orange juice as treatment. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.